Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant air in lines" was reproduced. A review of the event history log revealed multiple "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was out of range and failed to calibrate. The ultrasonic sensor is required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed constant air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.